Event description:
Medtronic received information that at an unspecified time, this vitalflow console instrument had a blank/grey screen followed by error e70. The use of the instrument was unspecified. There was no adverse patient effect reported with this event. Medtronic received additional information that the screen was not being touched before it went blank. It is unknown whether the alarm history tab ever accessed before the screen went blank. When the screen came back, only error code e70 was listed. The instrument won't be sent for repair at this time, since it is awaiting for a software update. No further action is required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.